Event description:
A customer reported a shattered touchscreen on their pump, which was unresponsive and illegible. The incident did not cause the customer's blood glucose level to exceed 500 mg/dl. In response, technical support arranged for the pump to be replaced and instructed the customer on using an alternate form of insulin therapy. Additionally, instructions were provided for returning the malfunctioning pump.